Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733763, serial/lot #: synergy cranial (B)(4). No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the system became un-responsive. The site attempted a soft reboot but the software continued to not respond. The site then proceeded with a hard reboot and they were able to power the system back on and launch the cranial application. There was less than an hour delay to the procedure. There was no patient present at the time of the event.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was present and there was no known impact on the patient outcome.